Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy contributed to the reported poor image resolution. Interaction with the previously implanted clip caused the implanted clip to detach thus resulting in the reported device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced are being filed under a separate medwatch report.

Event description:
This is filed to report the device causing damage to another device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was noted to be difficult. One clip (90123u215) was deployed on the mitral valve, at a2-p2. A second clip delivery system (cds 90123u214) was advanced to the mitral valve; however, the second clip and came in contact with the previously implanted clip. The interaction between the two clips caused the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed medial, to stabilize the slda clip. Two clips were implanted, reducing the mr to 3-4. There was no clinically significant delay in the procedure. No additional information was provided.